Event description:
It was reported to nova biomedical that a consumer received a result of 'hi' (greater than 600 mg/dl) on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following results of 'hi' and 101 mg/dl. During the call to customer support, the consumer alleges having control tested her test strips when they were opened and that the test strips control solution fell into range. The consumer declined to perform any troubleshooting while on the line with customer support. The difference in the readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.